Event description:
It was reported that the user experienced signal loss between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet device while the dexcom app continued to display sensor glucose readings, and troubleshooting and education were provided. No adverse clinical symptoms reported. Outcomes included no reported impact on health, no alerts or alarms, and no hospitalization. User support included troubleshooting and education regarding cgm-to-ilet pairing, including confirmation of the pairing code and guidance to call back if the sensor did not pair. Investigation of this case revealed a communication failure between the cgm sensor and the ilet receiver component, with the cgm system otherwise functioning as expected via the mobile app. It was concluded, based on previously established findings for similar reports, that the cause was a temporary connectivity issue between the cgm transmitter and the ilet receiver.

Manufacturer narrative:
Initial.